Event description:
It was reported that a revision surgery was performed for failure of the left hip replacement due to metallosis, adverse tissue reaction. Elevated metal levels and fluid.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. The hemi head and sleeve are no longer sold by smith & nephew. A review of the complaint history for the hemi head, modular sleeve, stem and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head, cup & stem. Similar complaints were identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup, hemi head & sleeve met manufacturing specifications at the time of production. A non-conformance was identified for the manufacturing paperwork for stem. However, all supporting documents confirm that this was an acceptable product when released. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. In conclusion, the clinical information provided, of the elevated metal ion levels, adverse tissue reaction and turbid fluid may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The post revision infection was caused by staphylococcus lugdunensis and precipitated the subsequent procedures and interventions. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.